Event description:
Edwards received information that this bioprosthetic valve, implanted approximately ten (10) years ago, was explanted and replaced with another edwards mitral bioprosthetic valve. Per further follow up with the healthcare provider, it was learned that the device was explanted due to structural deterioration (calcification, regurgitation, and stenosis). The explanted device was discarded by the hospital.

Manufacturer narrative:
Report of a mitral bioprosthetic valve explant after an implant duration of approximately ten (10) years due to calcification, stenosis and regurgitation. Follow up with the healthcare provider indicates the device was discarded and is not available for return and evaluation. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (discarded), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.